Manufacturer narrative:
Analysis found an abrasion at 20.0cm from the connector pin, resulting in an open electrical circuit. This abrasion is consistent with friction to the ICD can. Abrasion was also found in the proximal ring electrode cable lumen at 15.5cm from the lead tip consistent with friction to another lead. Inside-out abrasions were found in three places, one of which was below the svc coil. This could have caused the noise reported in the field.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. An alert for possible output circuit damage was noted. The device could no longer deliver hv therapy. With low high voltage lead impedance measurements, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.